Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Procedure: ventral hernia the patient experienced surgical revision; pain; hernia recurrence; mesh failure; bowel adhesions.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrence, mesh failure, mesh erosion into viscera, and swiss cheese defects through holes in fascia. Post- operative treatment included repair of ventral hernia requiring placement of new mesh. Procedure: ventral hernia the patient experienced surgical revision; pain; hernia recurrence; mesh failure; bowel adhesions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrence, mesh failure, mesh erosion into viscera, adhesions, pain, and swiss cheese defects through holes in fascia. Post- operative treatment included repair of ventral hernia requiring placement of new mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrence, mesh erosion into viscera, and swiss cheese defects through holes in fascia. Post- operative treatment included repair of ventral hernia requiring placement of new mesh. Procedure: ventral hernia the patient experienced surgical revision; pain; hernia recurrence; mesh failure; bowel adhesions.